Event description:
The customer reported that erroneous results were obtained for 14 pt samples using vitros trig slides on a vitros 5, 1 fs chemistry system. The erroneous results were reported. Corrected reports were issued. There were no reports of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a vitros chol slide cart was incorrectly identified as a vitros trig slide cart in slide supply 1. Ocd field service investigated and determined that the slide supply 1 load door sensor was not operating consistently. This resulted in the slide supply nest info not updating to indicate that a new slide cart had been loaded into that nest. The load door sensor for the slide supply 1 was replaced, returning the vitros 5, 1 to expected operation. Following the service actively, there has been no recurrence of the issue. The root cause is instrument related.